Event description:
It was reported the device was dropped and the screen and case are cracked plus hardware is missing. The device was returned for repair. It was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case, lower case and display were cracked and one side bail was missing. It was further noted that the battery release, heart block, and lead flex cover were contaminated, the side bail covers, ring cover and battery drawer were broken, the battery contacts were compressed and the encoder flex was out of specification.